Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with hypertension and bradycardia. It was noted that the patient's implantable pulse generator (ipg) experienced a power on reset (por) and was past end of service (eos). The device was no longer pacing. Telemetry was difficult to obtain and was lost just after initial interrogation. It was also noted that the right ventricular (rv) lead exhibited low impedance and a polarity switch. The device and lead remains in use, and a revision was planned. No further patient complications have been reported as a result of this event.